Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent and removal difficulties were encountered. The physician had predilated the mildly calcified lesion in the non tortuous circumflex with 3.0 x 15 mm quantum maverick at 12 atms for 30 seconds. He then deployed a taxus express2 16 x 3.5 mm at 12 atms for 30 seconds, slowly deflated the balloon. The guide was sucked into the left main. The physician was then able to remove the whole system, as a unit. No pt injuries or complications were reported.